Event description:
It was observed, that during the device evaluation. The camera head exhibited image distortion, a blue image, disconnection of the camera cable and corrosion on the electrical contacts. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. The device evaluation revealed, image distortion, a blue image, disconnection of the camera cable. And corrosion on the electrical contacts. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.